Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that during the controller upgrade it was noted that controller display was not readable and pump parameters were not visible. Elective controller exchange was performed and it was state that there were no effect on the patient. No additional information available.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to the display overlay being unclear as expressed in the event details. This blurriness of the display is an overlay abnormality and is not an led or electrical problem. A DHR review of the device was conducted and found that the device met all specifications for release. The most likely root cause of this failure is due to operational use and environmental factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.